Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was contacted via phone call and he reported that he stopped using the sensor because he had an incident where the tubing got caught on the sensor site, ripped the site out and the sensor cannula broke in his body so he had to remove it with tweezers. Blood glucose value is unknown. The customer declined transfer to the helpline for troubleshooting.